Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator was notified by an outside hospital that the patient had expired. It was reported that the patient's family had gone to check on the patient when they could not reach him. The patient was found at home on the floor disconnected from power. No additional information was available.

Manufacturer narrative:
Approximate age of device ¿ 4 months. The vad coordinator requested the outside hospital personnel attempt to obtain any lvas equipment possible for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The evaluation of the returned system controller, serial number (B)(4), revealed the returned internal 11v backup battery was not able to support system function. The returned system controller was able to operate on laboratory equipment with a test 11v backup battery; however the lcd display on the front panel was not functional. Further evaluation of both the system controller and the internal 11v backup battery confirmed fluid ingress that suggests an electrical short condition resulting in a motor stopped. The damage sustained to the returned system controller could potentially be related to the reported event. A review of the device history records revealed the device met applicable specifications. The evaluation of the returned universal battery charger, power module, system controller, serial number (B)(4), eight 14v batteries, and four 14v battery clips did not reveal any device functional issue that could be correlated to the reported incident. (B)(4) was not returned for an evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: upon investigation of the returned system controller, fluid ingress was found, which caused an electrical short condition and a motor stopped event.